Event description:
Additional information was received as follows: ctas at 14 months post-implant show that the bifurcate was positioned just below the renals, with the ipsilateral limb placed into the left common iliac, and the contra limb placed into the right common iliac. The proximal neck, distal aorta, and iliacs are calcified. The proximal neck is long and angulates approximately 70 degrees l-r prior to the start of the aaa, which begins near the level of the gate. There is a small amount of contrast seen in the distal aaa sac; posterior side. The type of endoleak could not be determined; it appeared to be a type ii or type iii fabric endoleak. The aaa max diameter was 5.8cm. Several still angio images at 15 months show a small amount of contrast within the aaa sac; just below the gate. The endoleak source/type could not be determined from these limited still images. Cta's at 16-months show a possible endoleak in the distal sac similar in appearance to the earlier cta. The max aaa diameter is 5.8cm. No stent graft configuration changes are observed. Several still angio images at 17 months show that embolization was performed near the left internal iliac. Cta's at 20-months again show the same probable endoleak in the distal sac; cannot determine if a type ii or type iii fabric. The max aaa diameter is 6.0cm. Cta's at 26-months again show the same endoleak in the distal sac. The max aaa diameter is 6.3cm. Cta's at 34-months now show enhancement of the previously seen endoleak in the distal sac. The max aaa diameter is 6.8cm. No stent graft configuration changes are observed; compared to previous studies. Cta's at 3 years show that a secondary procedure has been performed. The ipsilateral limb within the aaa sac appears to have been wrapped or re-lined (reported as surgical tape placed and fixed with a clip) extending from the level of the gate to the distal sac; there is no endoleak observed. The max aaa diameter is now 5cm. Portions of the contralateral limb show it to be partially thrombosed, and thrombus was also seen along the distal segment of the ipsilateral limb; the cause is unknown. From review of the images received the exact cause of the endoleak could not be determined. The endo leak may be a type ii endoleak.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information (unknown cause of endoleak). Conclusions: endoleak. Lack of information (unknown cause of endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was no tortuousity or calcification in the iliac arteries or abdominal aorta. It was reported that during follow-up on an unknown date there was a fabric type iii endoleak noted in the bifurcated stent graft. There was an increase of the aneurysm diameter from 6.4 to 6.8 cm over a five month period approximately eight months post implant. Open surgery was required (1-2 surgical tapes were placed) to address two endoleaks in the bifurcated stent graft along with a surgical clip. The cause of the endoleak is unknown. The endoleaks were coming from suture holes where the stent is attached to the stent graft. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Method: film. Results, conclusion: occlusion. Type ii endoleak.